Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the ring curette was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-7 - g - inspection and maintenance - 2 - inspect the instruments for damage prior to use and at all stages of handling. 3. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement, if they no longer perform as designed. Inspection prior to use should include verifying . The cutting ability and sharpness of these edges. 4. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. The most likely cause of the reported failure can be attributed to wear and tear on the device in the field. Manufacturing date 2016.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jan-2026, it was reported by a sales representative via (B)(4) that an ar-8655-14 ring curette tip broke inside the patient. The fragment was retrieved and the arthroscopic ankle fusion was completed with no patient harm.